Manufacturer narrative:
Received for analysis was the charger device along with a guidewire which was not inserted through the wire lumen of the device. A visual and tactile examination of the charger device identified that the shaft was stretched and compressed between 30cm and 31cm proximal to the tip. Some minor stretching was noted at various locations along the shaft. This type of damage is consistent with excessive force having been applied to the shaft. A visual and tactile examination of the guidewire identified no damage or kinks along the entire length of the wire. Using a calibrated snap gauge, the outer diameter of the wire was measured at 0.034inch. The balloon was not refolded. No issues existed with the profile of the tip. The returned guidewire was inserted through the tip where it traveled through the wire lumen until it met with a resistance at the site of the severe stretching (30cm to 31cm proximal to the tip). The wire could pass through this site with some resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter removal difficulty occurred. The target lesion was located in the popliteal artery. A 6.0x80mm charger balloon catheter was used to dilate the lesion. Difficulty was noted upon removal as the device became stuck on the wire; however it was successfully removed from the patient. This device was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that a catheter removal difficulty occurred. The target lesion was located in the popliteal artery. A 6.0x80mm charger balloon catheter was used to dilate the lesion. Difficulty was noted upon removal as the device became stuck on the wire; however, it was successfully removed from the patient. This device was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).